Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). The patient reported that the infusion set's tubing disconnected from the connector and the patient was unable to reconnect the infusion set to his body. The detachment occurred close to the quick release while the patient was driving. The patient stated that he had to leave work early and came home because his blood glucose level kept rising. It was reported to be 22 mmol/l, which he corrected using a needle with 7 units of insulin. The site location was upper buttocks and the pump was worn close to the infusion site. The infusion had been in use for two days and the infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. There was no stress or pull on the tubing and the pump was not dropped with the set connected to his body. No further information available.